Manufacturer narrative:
B3. Date of event: exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported clinical observations cannot be confirmed. The reported symptom of burn is a known risk associated with use of these devices as indicated in the instructions for use. A cause code of known inherent risk of device was assigned to reported adverse event of burn. Based on the information available, the cause that contributed to the reported fiber break cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a procedure, while the surgeon was lasering ureteral stones, the fiber broke and burned his left thumb. No patient complications, and no further physician complications, were reported.

Manufacturer narrative:
B3. Date of event: exact event date is unknown.

Event description:
It was reported that during a procedure, while the surgeon was lasering ureteral stones, the fiber broke and burned his left thumb. No patient complications, and no further physician complications, were reported.